Manufacturer narrative:
The provider is working with the consumer to replace the device. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Alleges sitting in power chair, leaned forward to get something off of the end table, chair tipped forward, and foot got caught up underneath the footplates.

Manufacturer narrative:
The device was returned and evaluated. There were no functional or stability problems with the device.

Event description:
Alleges sitting in power chair, leaned forward to get something off of the end table, chair tipped forward, and foot got caught up underneath the footplates.